Event description:
In compliance with MDR reporting regulation, section 803.22, we wish to inform you of an adverse event associated with another manufacturer's device which has been received at allergan inc. ((B)(6) ref (B)(4)). Alleged event: sales representative reported ¿I know you already know this but the new needles the cover slips off hard to keep sterile" of a non-(B)(6) device. This record is for unknown side. The device status is unknown. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).